Manufacturer narrative:
Additional information was received on 2/25/2020, patient was replaced with a 450cc mentor memorygel breast implant. On 2/27/2020, the mentor failure analysis lab received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 3/3/2020. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During visual evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease was noted, measuring approximately 4.2 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 300cc mentor smooth round moderate profile breast implant catalog: 3501645 lot: 6408640 serial number: unknown . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with a 300cc mentor smooth round moderate profile breast implant experienced left sided deflation post procedure. As a result, patient has a planned explantation on (B)(6) 2020.